Event description:
Customer stated that their meter is not reading the number correctly anymore. The meter is missing segments. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.